Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified high readings on the adc device compared to unspecified readings on a built in meter. Customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Due to higher readings, the customer reported experiencing a loss of consciousness and was unable to self treat, requiring third party treatment of grape sugar and juice. There was no report of death, serious injury, or mistreatment associated with this event.